Manufacturer narrative:
The reported field event of a back-up vvi mode and diagnostic anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information noted that the device was explanted on an unknown date. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the pulse generator eri (elective replacement indicator) was triggered on (B)(6) 2017. It was noted that the patient underwent radiation treatment and the device encountered back-up vvi mode. The issue was resolved by a self-download performed on (B)(6) 2017. Upon review on (B)(6) 2017, the device had not reached eri. Since the device did not reach eri and was confirmed that the longevity was 1.5 to 4 years, the physician decided to monitor the patient continuously.